Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and a detached brim cap device malfunctions occurred. It was reported that the orange cap came completely off as they moved the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. The procedure continued and was completed successfully. There was no patient consequence reported. Upon request, additional information was provided on the event which included pictures of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. They stated that there was no breakage of the orange cap but rather a clean separation of the cap from the valve. There was no excessive bleeding or any other consequence due to this issue. After review of the event reported, additional information received and the pictures provided, it was assessed that there was a hemostatic valve separation and the brim cap was also detached. Therefore, both these issues have been assessed as reportable malfunctions.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 00001056 number, and no non-conformances was found during the review. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer's ref. No: (B)(4).